Event description:
After transport of pt, rn connected o2 tubing to the flow selector connector port most prominent and closest to her. Approx. 45 mins. Later, o2 tubing found to be connected to closed port of flow selector, not port opened to o2 flow.